Event description:
It was reported to medtronic minimed that the customer experienced blank screen on the guardian app. The customer reported no adverse event. The event involved product(s) mmt-8200. Troubleshooting was performed. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated no harm requiring medical intervention was reported. The customer will continue to use the device, no product return is required for mmt-8200

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An attempt to reproduce the reported event using guardian app version 1.4.0 installed on the iphone 13 ios 16.6 with transmitter was conducted and confirmed that the issue is not reproduced. The software did not successfully adhered to the specified requirements and did not performed in accordance with the expectations specified in the software requirements specifications 10967806doc version f after conducting a thorough investigation, we have found that the app receives locale (<language code>, null) with null as region and could not resolve it. The esf number that corresponds to the reported issue is: (B)(4). To assist with the resolution of the issue, we provided the helpline team with the following work around to ensure that it is addressed effectively: please ask customer to do following steps: 1. Change region to united kingdom on this phone. 2. Uninstall guardian app. 3. Reboot device. 4. Install guardian app. 5. Launch guardian app. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.